Event description:
As reported, the clear outer tube detached from the 5f mynx control vascular closure device (vcd). Hemostasis was achieved with manual compression. There was no reported patient injury. The device was used in an interventional procedure. The deployer was mynx certified. A 5fr non-cordis sheath introducer was used. The femoral artery was verified as suitable, including appropriate insertion angle, arterial vessel type, vessel diameter greater than or equal to 5 mm, and little to no tortuosity. No damage was noted to the device or packaging prior to use. The device was stored and prepared according to the instructions for use (IFU). There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.